Event description:
Reference number (B)(4) event occurred in israel. It was reported that the patient got hospitalized on (B)(6) 2025 due to hyperglycemia event. The patient got treated with intravenous fluids of saline and glucose.the patient got hospitalized for more than 24 hours.patient experienced the symptoms of feeling sick, unwell, flu like altered vision and vision changes. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: israel. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.